Manufacturer narrative:
The field service tech removed and replaced the wire harness and put the unit back into service.

Event description:
It was reported by the field service tech that upon inspection, the wire harness had melted down to the wire. There were no adverse consequences reported.